Manufacturer narrative:
Product event summary: the returned controller, during the functional testing, revealed that the controller does not recognize any power connected to power port 1 due to an intermittent wire connection between two connectors. Customer complaint was confirmed. Additionally, during visual inspection revealed that the power port 2 controller connector housing hole was found cracked on the upper area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned and analyzed. Functional testing revealed that the controller does not recognized any power connected to power port 1 due to an intermittent wire connection between two connectors. Customer complaint was confirmed. Additionally, during visual inspection revealed that the power port 2 controller connector housing hole was found cracked on the upper area. The investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. A 10x visual inspection during failure analysis revealed a hairline crack around power port one (1). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Functional testing of the device revealed that power port 1 was unable to recognize a power source. Supplemental testing revealed a tear in the internal wire which contributed to an intermittent connection between the power port 1 connector and the printed circuit board (pcb). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a tear in the internal wire which likely occurred during the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the training controller does not read the power source from port #1. The controller was replaced. There was no patient involvement.